Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample in open packaging was provided for investigation. Upon evaluation of the unit, it was visually compared to the blueprint drawing of the reported catalog. The sample was returned connected to a small IV bag containing a yellow liquid. No white particles were observed inside the bag or at the tip of the spike. The reported issue was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: reason of complaint: there are plastic particulates in the IV bag after inserting the pin. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.